Event description:
It was reported that the pt presented with a 100% stenosed lesion, located in the iliac artery. The catheter (subject device) was placed at the lesion site, and then a guidewire was inserted through the catheter. The physician felt resistance, and then removed the devices. When the device was removed, the physician found the catheter tips shape had been lost. The pt was reported to be in "good" condition. Analysis of the device found that the distal tubing was torn on the catheter shaft.

Manufacturer narrative:
The device history record (DHR) review did not indicate any issues or discrepancies during the manufacturing process of the returned catheter that could have contributed to either the reported issue or the observed anomalies. The device was returned for analysis. The inner coil was exposed 132.3 cm to 135 cm from the proximal end of the catheter shaft as the distal tubing was found to be torn. Further analysis found that catheter distal shaft to be bunched. This maybe due to excessive pressure on the distal end. A 0.184 mandrel was inserted through the hub and advanced through the catheter with no resistance. From the information provided, it is unknown if the resistance occurred the first time the catheter was inserted or if the resistance occurred as the procedure progressed. The directions for use state to "exchange microcatheters frequently during lengthy procedures that require extensive guidewire manipulation or multiple guidewire exchanges". The most probable root cause of operational context will be assigned. Multiple attempts have been made to obtain further information from the facility. To date, no response has been received from the facility.